Manufacturer narrative:
Device currently remains implanted and will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
At (B)(6) 2018, the variax clavicle plate was implanted for the fracture of the shaft of clavicle. The proximal part was fixed with 3.5mm screw and the distal part was fixed with 2.7mm screw. On x-p in a week after the operation, all distal part screws were backed out. The patient had no symptoms such as pain. Whether revision surgery will be performed is undecided.

Manufacturer narrative:
The reported event that locking screw variax full thread 2.7mm / l12mm was alleged of 'poor fixation' could not be confirmed but it is visible on the x-ray that all the screws on one side were backed out. Based on investigation, the root cause was attributed to be either user or patient related. The failure was caused by a possible inadequate screw selection or a patient incident, unfortunately no further details could be obtained despite multiple attempts. Note that all returned screws are 2.7mmm. Original statement from our medical expert: the six lateral screws seem to be real thin (visible on the x-ray), compared to the 3.5mm. I would even doubt, that they are 2.7mm. Six screws should not be loosened after a week. I would assume that wrong sized screws were used. Usually you would use 3.5 mm screws for the diaphyseal part of the bone, medial and lateral (or proximal and distal as said here), for the epiphyseal part you would use spongious threaded screws in size 2.7mm. All screws should be locked, if possible and the two nonlocking longholes should only be used for the reposition. I would recommend the use of a torque wrench. However, normally the screws are fixed to tight making explantation challenging¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
At (B)(6)2018, the variax clavicle plate was implanted for the fracture of the shaft of clavicle. The proximal part was fixed with 3.5mm screw and the distal part was fixed with 2.7mm screw. On x-p in a week after the operation, all distal part screws were backed out. The patient had no symptoms such as pain. Whether revision surgery will be performed is undecided.